Event description:
It was reported that patient is unable to charge of the implantable pulse generator (ipg) beyond two bars. Patient underwent an ipg swap and is doing well post operatively. The explanted ipg will not be returned due to facility policy.